Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, the difficulty advancing, and material rupture appear to be due to circumstances of the procedure. It is likely that the resistance during advancement and material rupture are the result of interaction with lesion calcification causing resistance during advancement and damage to the balloon material resulting in rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with 90% stenosis, moderate calcification and moderate tortuosity. The 2.5x12mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. The balloon had resistance with the anatomy during advancement and attempted to be used for pre-dilatation, however, on the first inflation of 8 atmospheres (atms) for 10 seconds, the contrast agent leaked which confirmed a balloon rupture. Another 2.75x15mm non-abbott balloon was used to continue the procedure. A xience skypoint stent was implanted without issues and post dilatation was performed completing the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.